Manufacturer narrative:
(B)(4). Batch # n5701d. The analysis results showed that one ecr60b cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # n5701d. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch (reload - ecr60b).

Event description:
It was reported that during an endoscopic gastric surgery, incomplete staple line. After fired with ec60a on the second stroke of second firing, could not fire, after opened the jaw, found the blade had moved to the distal and incomplete staple line (one-third staple line), distal tissue with staples, but proximal tissue without staples. Another like product was used to complete the procedure. There is no report on the patient's injury.